Event description:
Pt developed eye infection 12/05. Presented to ophthalmologist on 1/13/05 with complaint of blurred vision, redness, small amount of pain and watering in right eye x 4 weeks. Diagnosed with corneal ulcer on 1/14/06. Ulcer unresolved with treatment. Pt underwent corneal transplant.